Event description:
A 3.5mm diameter x 24mm length endeavor mx2 drug eluting coronary stent delivery system was inserted into a patient for the treatment of an unknown lesion. The vessel morphology was not reported and it is unknown if the lesion was pre-dilated. It was reported that the shaft of the delivery system broke. It is unknown how the case was completed. The delivery system has not been returned for evaluation.

Manufacturer narrative:
Conclusion: device was not returned, images were not received.